Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing difficulty loading a new cartridge. Reportedly, the customer experienced resistance when pushing the cartridge down to the guide rails. The customer's blood glucose level was in the mid 400's (mg/dl) with large ketones and it was addressed with a correction bolus/manual injections. Reportedly, the customer was able to load a new cartridge and the customer would continue to use the pump until replacement pump is received.